Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('essure coils are both still in place embedded in the cornua'), pelvic pain ('pelvic pain/chronic'), endometritis ('chronic endometritis') and device breakage ('there are short portions of essure coil devices present within the cornual, myometrial portions of the fallopian tubes bilaterally.') In an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6) 2013, nitrofurantoin from (B)(6) 2013, butalbital from (B)(6) 2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concurrent conditions included rash, cervicitis and adenomyosis. Concomitant products included buspirone since (B)(6) 2014, clonazepam since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as levonorgestrel (mirena) since (B)(6) 2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("anxiety/mental anguish / psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (full), tubal ligation, bilateral salpingectomy and hysterectomy (full), tubal ligation, bilateral salpingectomy, left oophorectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, embedded device, endometritis, device breakage, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, embedded device, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, hypersensitivity, migration and vaginal infection. (B)(6) 2016: bilateral fallopian tubes, salpingectomy (B)(6) 2020: robotic-assisted total laparoscopic hysterectomy with left oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2016: the specimen is designate "bilateral tubes with essure coils" and consists of two fimbriated fallopian tubes with dimensions of 4.9 x 1.0 x 1.0 cm and 4.8 x 1.0 x 0.8 cm. The specimen contains serosa that is tan-pink and smooth. The specimens are serially sectioned from end to end revealing a patent lumen. Also received in the container are two irregular coils that measure in a re ate 5.7 cm in greatest dimension.; on (B)(6) 2020: the ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is 4. 5 cm long x 2.5 cm cornu to cornu. Within the endometrial cavity, there is a 3. 2 x 3. 2 x 0.2 cm t-shaped white plastic device grossly consistent with intrauterine device present. The endometrium is tan-red, smooth, 0. 2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium there are short portions of essure coil devices present within the cornual, myometrial portions of the fallopian tubes bilaterally. The attached left ovary is 3 x 3 x 1.8 cm with tan-pink, cerebriform external surf ace. Upon sectioning, there are multiple thin-walled, serous. Fluid-filled parenchymal cysts up to 0.8 cm in greatest dimension.. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified.; on (B)(6) 2017: the endometrium measures 1.2 cm. The uterus appears normal in echotexture. Intrauterine device as well as essure devices are noted. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received. Events added: essure coils are both still in place embedded in the cornua, deviec breakage. Reporters information, concomitant drug, lab data and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pain: pelvic pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6) 2013 to (B)(6) 2013, nitrofurantoin from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to (B)(6) 2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concomitant products included buspirone since (B)(6) 2014, clonazepam since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine on (B)(6) 2014: negative. Ultrasound scan vagina on (B)(6) 2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation". Most recent follow-up information incorporated above includes: on 12-aug-2019: plaintiff fact sheet and medical record received. The case is incident. Events¿ chronic endometritis, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, anxiety/mental anguish¿ were added. This is medically confirmed case. Reporter, demographics, historical medication, medical history, lab data, essure removal date, essure lot number and concomitant medications were added. Event ¿pain: pelvic pain¿ outcome was updated to recovering/resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), embedded device ('essure coils are both still in place embedded in the cornua'), pelvic pain ('pelvic pain/chronic'), endometritis ('chronic endometritis') and device breakage ('there are short portions of essure coil devices present within the cornual, myometrial portions of the fallopian tubes bilaterally.') In an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, abnormal uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6)2013 to (B)(6)2013, nitrofurantoin from (B)(6)2013, butalbital from (B)(6)2013 to (B)(6)2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concurrent conditions included rash, cervicitis and adenomyosis. Concomitant products included buspirone since (B)(6)2014, clonazepam since (B)(6)2014 and sertraline hydrochloride (zoloft) since (B)(6)2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as levonorgestrel (mirena) since (B)(6)2016, minerals nos;vitamins nos (prenatal vitamins) from (B)(6)2013 to (B)(6)2014, nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("anxiety/mental anguish / psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (full), tubal ligation, bilateral salpingectomy and hysterectomy (full), tubal ligation, bilateral salpingectomy, left oophorectomy.). Essure was removed on (B)(6)2020. At the time of the report, the device dislocation, embedded device, endometritis, device breakage, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, embedded device, endometritis, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, hypersensitivity, migration and vaginal infection. (B)(6)2016: bilateral fallopian tubes, salpingectomy (B)(6)2020: robotic-assisted total laparoscopic hysterectomy with left oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pathology test - on (B)(6)2016: the specimen is designate "bilateral tubes with essure coils" and consists of two fimbriated fallopian tubes with dimensions of 4.9 x 1.0 x 1.0 cm and 4.8 x 1.0 x 0.8 cm. The specimen contains serosa that is tan-pink and smooth. The specimens are serially sectioned from end to end revealing a patent lumen. Also received in the container are two irregular coils that measure in a re ate 5.7 cm in greatest dimension.; on (B)(6)2020: the ectocervical mucosa is tan-pink, smooth and glistening. The endometrial cavity is 4. 5 cm long x 2.5 cm cornu to cornu. Within the endometrial cavity, there is a 3. 2 x 3. 2 x 0.2 cm t-shaped white plastic device grossly consistent with intrauterine device present. The endometrium is tan-red, smooth, 0. 2 cm thick. The myometrium is tan-pink, soft and homogeneous. The myometrium is on average 2 cm thick. No discrete mass or lesion is seen within the endometrium or myometrium there are short portions of essure coil devices present within the cornual, myometrial portions of the fallopian tubes bilaterally. The attached left ovary is 3 x 3 x 1.8 cm with tan-pink, cerebriform external surf ace. Upon sectioning, there are multiple thin-walled, serous. Fluid-filled parenchymal cysts up to 0.8 cm in greatest dimension.. Pregnancy test urine - on (B)(4)2014: negative. Ultrasound scan vagina - on (B)(4)2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified.; on (B)(6)2017: the endometrium measures 1.2 cm. The uterus appears normal in echotexture. Intrauterine device as well as essure devices are noted. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation. Batch no b71762 production date 2013-09-10 expiration date 2016-09-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/chronic') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6) 2013, nitrofurantoin from (B)(6) 2013, butalbital from (B)(6) 2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concomitant products included buspirone since (B)(6) 2014, clonazepam since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("anxiety/mental anguish / psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (full), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, endometritis, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, hypersensitivity, migration and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain/pain: pelvic pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6)2013 to (B)(6)2013, nitrofurantoin from (B)(6)2013 to (B)(6)2013, butalbital from (B)(6)2013 to (B)(6)2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concomitant products included buspirone since (B)(6)2014, clonazepam since (B)(6)2014 and sertraline hydrochloride (zoloft) since (B)(6)2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6)2013 to (B)(6)2014, nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pregnancy test urine - on (B)(6)2014: negative. Ultrasound scan vagina - on (B)(6)2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/chronic'), endometritis ('chronic endometritis') and genital haemorrhage ('general abnormal bleeding.') In an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6) 2013 to (B)(6) 2013, nitrofurantoin from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to (B)(6) 2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concomitant products included buspirone since may 2014, clonazepam since may 2014 and sertraline hydrochloride (zoloft) since may 2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since march 2014 and paracetamol (acetaminophen) since march 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("anxiety/mental anguish / psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (full), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, hypersensitivity, migration and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New events added: device migration, abdominal pain, dysmenorrhea (cramping), general abnormal bleeding and hypersensitivity. Patient demography added. Updated suspected drug indication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('pelvic pain/chronic') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. B71762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast tenderness, diarrhoea, constipation, ovarian cyst, gestational diabetes, nausea, bloating, eye operation, tonsillectomy, adenoidectomy, obesity, abortion (8), pre-eclampsia, abdominal cramps, breast cellulitis, migraine headache, malaise, fatigue, tremor, back pain, diarrhea, allergic rhinitis, obesity, amenorrhea, dysmenorrhoea, pain in hip, tobacco use disorder, uterine bleeding, multigravida, parity 3, anxiety and depression. Previously administered products included for bacterial vaginosis: flagyl; for migraines: tylenol; for an unreported indication: docusate from (B)(6) 2013 to (B)(6) 2013, nitrofurantoin from (B)(6) 2013 to (B)(6) 2013, butalbital from (B)(6) 2013 to (B)(6) 2013, midol, aspirin, naproxen, ibuprofen, nsaids and benadryl. Past adverse reactions to the above products included anaphylactic reaction with nsaids; and hypersensitivity with aspirin, midol, ibuprofen and naproxen. Concomitant products included buspirone since (B)(6) 2014, clonazepam since (B)(6) 2014 and sertraline hydrochloride (zoloft) since (B)(6) 2014 for anxiety, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception, fluoxetine hydrochloride (prozac) for depression as well as minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("anxiety/mental anguish / psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (full), tubal ligation, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, endometritis, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, dysmenorrhoea and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, endometritis, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for - pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, hypersensitivity, migration and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Ultrasound scan vagina - on (B)(6) 2015: complex cystic structure within the right ovary likely represents a complex corpus luteal cyst. Uterus is slightly heterogeneous. No discrete lesions are identified. Concerning the injuries reported in this case, the following ones were described in patients medical record: depression, anxiety, pelvic pain, menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for abnormal bleeding -vaginal added.seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.